Event description:
Withing wpm05 bpm connect blood pressure cuff consistently reports systolic readings that are approximately 20 point high and diastolic readings that are 10 points high - 10 to 15% high when compared with a reading taken in a doctor¿s office and directly comparing a traditional blood pressure test with the withing cuff. An online search reveals that there are numerous complaints about this device. Notably these complaints all complain of the 10 - 15% high readings indicating a product calibration problem. A chat conversation on (B)(6) 2023 between 1 and 2 pm est resulted in no resolution with withing's using tactics of try this and try that. The bp cuff is a simple concept and should yield accurate readings when used in accordance with the user instruction.